Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) during a scheduled cardioversion, the device failed to deliver a shock to the patient. Another device was used to treat the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the logs indicates that the device performed as expected. Based on the activity logs, electrodes were not connected to the device and also suggests the device therapy cable was connected to the test port. Analysis for reports of this type has not identified an increase in trend.